Event description:
It was reported that medfusion 4000 pump, battery communication error/ top case cracked. No patient involvement reported.

Manufacturer narrative:
Additional information was received confirming no patient involvement, issue found during testing. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the top case was chipped and cracked on the front left and right bottom corners, cracking by the tube holder, broken tabs in bottom case and visible contamination. Review of the event history log showed several occurrences of "battery communication error" and "battery not working." Functional testing found that the reported error messages were duplicated during the power up process/self test. Battery readings were all "0." Based on evidence and investigation, the complaint allegation was confirmed. The investigation determined that the battery was eleven (11) years old, so normal wear was the cause of the reported issue. The battery was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.